Event description:
It was reported that an externalized conductor was observed via fluoroscopy. No electrical anomalies were noted. Lead remains implanted and patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 8.5-10.5cm from the distal tip electrode. External insulation abrasions were found between 11.6 and 13.6cm and at 14.9-15.0cm from the distal tip electrode, consistent with lead fricton to another device. External insulation abrasions were found between 3.1 and 3.5cm from the distal end of the middle portion of the lead, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. Internal insulation abrasion was found at 19.4-21.2cm from the distal tip electrode. The etfe coating was abraded at this location.

Event description:
New information received stated the asymptomatic patient presented for device change out due to normal eri. Patient elected to not have a new ICD system implanted due to patient having terminal cancer. Lead was explanted.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.